Manufacturer narrative:
The insulin pump passed prime/a33, excessive no delivery and displacement. No excessive no delivery alarm during testing. However, the insulin pump was received minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarms with a no delivery during bolus and basal throughout the last month. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the no delivery alarm and the customer unable to prime the pump without the no delivery alarm reoccurring. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.